Event description:
It was reported that the patient presented to the operating room for a scheduled hardware removal and exploration of the prior fusion at l5-s1. The surgeon performed the removal of the prior hardware and the posterior lateral spinal fusion at l5-s1 using autologous bone graft and bmp. Another surgeon performed the neurosurgical decompression portion of this procedure. Following this second procedure, the patient continued to complain of pain and numbness. A CT on (B)(6) 2011 showed mild to moderate right-sided foraminal stenosis at l5-s1 due to posterior osteophyte formation. It was reported that on (B)(6) 2011, the patient presented to the operating room for another scheduled hardware removal and exploration of the prior fusions at l5-s1. Following this procedure, the patient continues to complain of pain in her lower back with numbness on both sides, which radiates down to her feet. It was reported that the patient suffered injury, including foraminal spinal stenosis due to heterotropic bone formation and right-sided foraminal stenosis at l5-s1 due to posterior osteophyte formation, requiring additional revisions and decompressions, and causing severe and ongoing pain and numbness in her back and legs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2010, patient underwent following procedure: hardware removal, exploration of fusion of l5-s1. Posterior lateral spinal fusion l5-s1. Pedicle screw instrumentation l5-s1. Right iliac crest bone graft pre-op and post-op diagnosis: pseudoarthrosis l5-s1 with foraminal stenosis, status post prior minimally invasive transforaminal lumbar interbody fusion(tlif). Indication: patient is ten months post tlif at l5-s1. She's had persistent back pain and leg pain. Workup revealed non-union at l5-s1 along with foraminal stenosis due to some heterotropic bone formation. As per op notes: "the prior hardware was exposed and was removed using removal device. We then repeated posterolateral arthrodesis. We placed rhbmp-2 as well as iliac crest autograft and local bone obtained from laminectomy as well as allograft matrix into both posterolateral gutters as well as into the facet joints at l5-s1. The patient was brought to recovery room in stable condition."